Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 7fr sheath after neurologic coiling procedure. Reportedly, the proglide suture broke and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty inserting the guide wire was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot revealed no similar incidents. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Return device analysis revealed that the proglide was unused and undamaged. Additional reported information indicates that a suture break did not occur as initially reported. A 0.035" guide wire could not be advanced through the proglide device; therefore, the proglide device was not used.